Event description:
The customer reported that the system x-ray tube was arcing and locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.